Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on 06/22/2018 stating that there was a recorded events appear to be noise on the ra lead and oversensing noise is triggering pacemaker to go into fall back mode and inhibit pacing. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).